Event description:
It was reported that the patient experienced distal erosion in the right corpora with and inflatable penile prosthesis (ipp). It was reported that the patient kept the implant inflated at all times. A replacement surgery was performed in which a malleable penile prosthesis (mpp) was implanted on the left corpora. No more information available at the moment. Should additional information become available, it will be provided.